Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced. The lead was attached to the replacement device. The ins was explanted on (B)(6) 2014. The reason for the explant was unknown. The patient was hospitalized for explant as well as an additional thoracic stimulator implant. The patient status was listed as alive with no injury at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).